Event description:
The patient had an impella cp implanted via right femoral access for cardiogenic shock (placed 2 days prior). The impella "red alarm" sounded. The nurse adjacent to the patient bedside noted a blood pressure and pulse (sinus tachycardia/atrial fibrillation on monitor). The device console indicated that flow had stopped. The 1- 800 number was phoned from the patient bedside. The levophed drip was increased for a rapidly dropping blood pressure while trouble shooting the device over the phone. Norepinephrine was increased and additional nursing and physician support came to the bedside. Multiple actions were taken under the phone direction of the impella representative but the device was not restored to proper functioning. The patient went into ventricular tachycardia and cardiopulmonary resuscitation (CPR) initiated while still speaking with the representative. Following unsuccessful advanced cardiovascular life support (acls) attempts, the patient was pronounced dead.